Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a farawave pfa catheter the patient experienced cardiac tamponade. When first placed in the body the wire of the catheter appeared to be near the left atrial appendage. The wire was redeployed to the left superior pulmonary vein (lspv) and the catheter followed. During energization an effusion was noted by the physician and hypertension was observed. The patient's condition worsened, and the ablation procedure was cancelled. A pericardiocentesis was performed but the bleeding did not stop in the ep suite. The patient was transported to an operated room for exploratory cardiac surgery and repair. The patient was admitted to the hospital and has not yet been discharged. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.